Manufacturer narrative:
The country of origin is (B)(6).

Event description:
The initial reporter received questionable (B)(6) elecsys analyzer results, for a neonate, from the cobas 6000 core unit. The initial result was 0.403 coi ((B)(6)) and on (B)(6) 2019 the retest result was 99.29 coi ((B)(6)). The retest result was believed to be correct. The neonates mother had been treated with (B)(6) as she has latent '(B)(6).' The questionable results were not reported outside the laboratory. The reagent lot number was 41371404. The expiration date was asked for but not provided.

Manufacturer narrative:
The qc data provided was acceptable. Analyzer performance testing was acceptable. The investigation could not determine a root cause based on the information provided. The investigation did not identify a product problem.